Event description:
It was reported through the litigation process that two weeks and six days post a port placement, the patient was allegedly diagnosed with thrombosis and massive pulmonary embolism. Reportedly, patient underwent extensive surgery to remove the port. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post port placement, the patient sustained massive pulmonary embolism with cardiopulmonary resuscitation and need for intensive care unit stay. The patient was also noted with superior vena cava thrombus in addition to her atrial and pulmonary thrombi. The investigation is inconclusive for the alleged adverse event as no objective evidence has been provided to confirm any alleged deficiency with the power port. Additionally, it can be confirmed that the patient experienced thrombosis and pe post implant as the patient was noted with superior vena cava thrombus and pulmonary embolism with cardiopulmonary resuscitation. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that two months and twelve days post a port placement, the patient was diagnosed with thrombosis and massive pulmonary embolism. Reportedly, patient underwent extensive surgery to remove the port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and twelve days post a port placement, the patient was diagnosed with massive pulmonary embolism. Reportedly, patient underwent extensive surgery to remove the port. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged adverse event as no objective evidence has been provided to confirm any alleged deficiency with the power port. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.